Manufacturer narrative:
The quality engineer stated, no further description of the injuries' appearance and symptoms other than to describe them as possible burns and no photo's taken of the injury. What was reported does not fit the standard medical description of an electrosurgical burn. An electrosurgical burn results from an external energy or heat source. Generally, if a burn occurs due to misuse, improper application of or a fault with the ground pad, it occurs at the ground pad site, where the current localizes and overheats the tissue, and occurs immediately during the surgery, while the energy is present and active. These injuries occurred on the "lateral thoracic chest on both sides." Damage from the burn occurs on the surface layers of the skin. These injuries did not occur at the ground pad site. The patient was positioned on their back on the operating table with a warming blanket placed between the patient and the table. The ground pads were placed one on each buttocks, which is contrary to the "directions for use" (attached). This is not an acceptable location for the ground pads according to the directions for use as the buttocks is not considered a well-vascularized site, being that it is primarily fatty tissue. The tissue damage appears to have been caused by user technique and/or patient position. We consider this investigation complete and the complaint closed.

Event description:
It was reported as "possible burn." The injury was to the lateral thoracic chest on both sides, and was noticed immediately.